Manufacturer narrative:
Immucor technical support documented the information supplied by the customer site on 04jun2019, received via an email. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, an immucor representative reported on behalf of a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument. The instrument had recently had a software upgrade.